Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified arteriovenous fistula vein side. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed and pinhole was noted on the balloon. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified arteriovenous fistula vein side. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed and pinhole was noted on the balloon. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: mustang 7.0 x 40, 40cm, 20atm was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.